Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation in all postural positions. It was noted the pacing lead had been implanted through the right internal jugular and connected to external pacemaker. It was also reported the lead had no capture. The lead was programmed off and later replaced. No further patient complications have been reported as a result of this event.